Event description:
Complainant alleged that the clinicians were analyzing the heart rhythm of a patient (age and gender unknown), but the device gave a "no shock advised" prompt to what they believed to be shockable fine ventricular fibrillation patient heart rhythm. There was no indication from the complainant of any adverse effect to the patient as a result of the reported malfunction.